Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2009-01377. It was reported that 345 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. At the time of the initial procedure, the patient presented as an emergent case. A quantum maverick 3.0x12mm balloon was used to predilate the 95% stenosed proximal lad (left anterior descending) and a 3.0x12mm taxus express2 stent was placed. A 2.5x12mm taxus express2 stent was placed in the 80% stenosed circumflex. The 70% stenosed ramus was not treated. The patient returned 345 days later with an acute myocardial infarction, and thrombosis of the proximal lad. The patient was in cardiogenic shock. Treatment consisted of thrombectomy and balloon angioplasty with a 2.5x20mm balloon. An intra-aortic balloon pump was also inserted and the patient was taken to ICU. The patient was on plavix, but was taken off of plavix for bladder surgery. This event occurred on day eight following plavix withdrawal.